Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the stent partially deployed. Block h10: the ultraflex tracheobronchial covered distal stent and delivery system were returned for analysis. Visual inspection found that the stent was partially deployed and the shaft was kinked. Microscopic inspection found that the stent was broken (detached). A functional inspection was performed related to the deployment of the stent by pulling the finger ring and found no resistance or problems with stent deployment. No other damages were noted with the stent or delivery system. Product analysis confirmed the reported events of partial stent deployment and shaft kinking. The investigation concluded that the reported events and the additional investigation finding of a broken stent were most likely due to procedural factors such as lesion characteristics, the handling of the device, and the technique used by the physician (force applied), which could have resulted in the damages encountered in the device that could have prevented the stent from fully deploying during the procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was to be implanted in the left principal bronchus to treat a malignant 7mm x 20mm left principal bronchus inner stenosis during stent implantation in the airway procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the wire was pulled to deploy the stent, but the shaft was kinked, and the stent could not be deployed. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another ultraflex tracheobronchial covered distal stent. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was to be implanted in the left principal bronchus to treat a malignant 7mm x 20mm left principal bronchus inner stenosis during stent implantation in the airway procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the wire was pulled to deploy the stent, but the shaft was kinked, and the stent could not be deployed. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another ultraflex tracheobronchial covered distal stent. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be stable.